Event description:
It was reported that the patient implanted with this spinal cord stimulator (scs) had been experiencing pain, that was not relieved by the scs, for approximately five months. Additionally, the patient reported experiencing swelling in their feet. Also, the patient reported feeling a shocking sensation and found therapy from the scs to be uncomfortable. They also experienced a tingling sensation when running the device fast program at 73.1%. The patient was educated on overstimulation and were instructed to turn therapy off for a washout period. The patient turned therapy off and reported feeling a shocking sensation. The patient was educated on residual stimulation and advised to follow up with their local representative. The local representative reported the patient had been seen multiple times during the period of reported pain and their physician explained the residual paresthesias the patient felt were a result of progressive bilateral extremity neuropathy. The scs device had been interrogated multiple times and the programming parameters were confirmed to be correct. It was also reported the patient was diagnosed with peripheral vascular disease, unrelated to her scs device. The patient reported pain just above her supportive stockings and was advised to discuss this with her vascular physician. Additional information was obtained that the patient reported relief in her feet and lower legs after the scs was reprogrammed. The scs remained implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4).